Event description:
Customer's care worker reports customer receiving a blood glucose result of 155mg/dl with low blood glucose symptoms while using the aviva system. Customer's symptoms did not match results. Care worker reports emts were called. Care worker reports customer's blood glucose was too low to read on emts' meter; treatment received was not known. Care worker reports customer was admitted to the hospital for overnight observation and fed a normal diet; no add'l medication was given. No controls were run during the call. A request was made for return of the suspect product and a replacement was sent.